Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported his blood glucose is running a little higher than normal. Customer's blood glucose was 221 mg/dl. Customer stated just started using the insulin pump. It was found in the alarm history the insulin pump alarmed battery out limit, external ram, crc error and displayable history crc check failed on start up. Customer does not want to troubleshoot; he stated he will check his settings with his health care provider. No further information provided.